Event description:
A report was received that the pt was burned while charging. The pt's burn was diagnosed by the physician, but no medical treatment was provided. The pt had a water blister, the size of a quarter, over the implant site. The burn has since healed.